Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are hospitalized over the weekend because of high blood glucose level due to she had 4 crimped sets. Customer¿s blood glucose value was 600 mg/dl at the time of the call. Patient's current blood glucose was 121. Customer declined to troubleshoot for high readings. Bent cannula troubleshooting was performed. Customer reported scarred tissue, hardened tissue, stretch marks. The drive support cap appeared normal. The product was not returned for analysis.